Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Death is listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the case information and related record review, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that on (B)(6) 2011 one 3.5x23 xience v stent was implanted in the proximal right coronary artery (rca) and one 3.0x28 xience v stent was implanted in the distal rca. The patient expired of unknown cause in 2014. The family of the patient was unwilling to provide additional information about the patient death. No additional information was provided.